Event description:
Legal claim and medical records received. Legal claim alleges pain, discomfort, stiffness, pulling sensation and fractured stem. The claim also alleges the patient suffered a stroke that was related to the fracture on (B)(6) 2013. After review of the medical records for MDR reportability, the patient suffer a stem fracture. **during the doi ((B)(6) 2008) there was a surgical delay when the stem became stuck and was unable to be removed. This is covered in wpc (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Medical records and x-rays were received. All available x-rays and medical records were reviewed, and no evidence of anything indicative of a device nonconformance was found. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Although no device was returned for evaluation, review of the provided x-rays confirmed the reported stem fracture. All other x-rays were reviewed, and no evidence of anything indicative of a device nonconformance was found for any of the other devices. Additional medical records were reviewed, however, there is no change in the medical perspective that would change the previous investigations. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.